Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). (B)(6). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. S.t. Goudie, et al., outcomes following osteosynthesis of periprosthetic hip fractures around cemented tapered polished stems, injury (2017), http://dx.doi.org/10.1016/j.injury.2017.07.017.

Event description:
Information was received based on review of a journal article titled, "outcomes following osteosynthesis of periprosthetic hip fractures around cemented tapered polished stems." It was reported that 10 deaths occured without any other complications within a year of prosthetic fracture. Cause of death was not provided.